Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional procedure with an 8f sheath. No imaging was performed of the access site prior to prostyle use. Reportedly, the prostyle deployed successfully; however, when the knot was being advanced to the arteriotomy, it could not reach the vessel for the morbidly obese patient. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2017- failure to follow steps/instructions.